Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device replacement procedure, false elective replacement indicator and end of life alerts were observed on the device. Patient was asymptomatic. The device replacement procedure was not completed due to patient having occluded veins and cautery was used during the procedure. The device alerts were not cleared since the device will be replaced. Device was explanted and a new device was implanted. No further information available.